Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. Technical findings showed error codes 20 and error code 191 were seen. During the evaluation, foam particles were observed. Additional findings were not related to the malfunction/issue. The device was scrapped.